Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- the patient was revised because of pain. Doi: (B)(6) 2007 dor: (B)(6) 2010 (left side). Update rec'd 11/12/2013- pfs and medical records received. Patient was revised due to pain and metal hypersensitivity. There is no new additional information that would affect the existing MDR decision. The complaint has been updated to: 12/10/2013 update ad 25 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges elevated metal ions. The stem was added to the impacted product due to allege elevated metal ions. The unknown screw and patient name were updated and add another screw, hole eliminator and associated contact. Doi: (B)(6) 2007 dor: (B)(6) 2010 (left hip).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.